Event description:
It was reported that during a percutaneous angioplasty procedure, a balloon rupture occurred. The 90% stenosed target lesion being treated was located at the moderately tortuous and calcified forearm shunt. An attempt was made to advance the 4.0 x 20 x 40cm mustang balloon catheter to the target lesion for dilation. The device was inflated at 24 atms on the first and second inflation. Upon third inflation, the balloon ruptured at 24 atms. The device was then removed and replaced with another of the same device. The procedure was completed and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).